Event description:
It was reported that the customer was hospitalized after being in a car accident. No blood glucose reading was reported. The caller also stated that the insulin pump has been giving a battery out limit alarm. The alarm could not be cleared due to unresponsive buttons. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. Unable to perform functional testing due to no button response. Unable to verify the battery out limit alarm due to no button response.